Event description:
I had a back injury and used the icy hot back pad on my back. By night time, I had to be taken to the hosp. I had severe burns and oozing out of several places on my back. I had to have several doctor's visits plus the burns had to be treated for approximately one to two months. I still have some places that are coming back after that long time frame. Dose or amount: one patch, frequency: applied once. Route: unk. Dates of use: one day in 2007. Diagnosis or reason for use: back pain. Event abated after used stopped or dose reduced? No. Event reappeared after reintroduction? Yes.